Event description:
Event description guidant received information that the atrial lead had noise when the patient did isometric movements. When he raises the right arm, he feels as if he may pass out. The pacing system is an aai (atrial only pacing) system. Inhibtion of pacing was recored on an event monitor. The symptoms come and go and are not always reproducible. The lead sensitivity and thresholds seem great.